Event description:
It was reported by a care provider that the 33616 has a defective structural integrity. Not allowing urine drainage when inserted. Previous foley catheters did not cause any issue with draining while inserted. Foley catheter has been repositioned and attempted to be adjusted. No resolve. Foley defects are causing patient to use supplies sooner. Sending exchanged order. Apologized for discomfort experience. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.